Event description:
The customer reported falsely elevated potassium (k) results for one sample while running on the alinity c processing module. The following data was provided (normal range for potassium: 3.6 to 5.1 mmol/l): sid (B)(6): initial k result = 7.3 mmol/l; repeat result (on another analyzer at the facility) = 4.1 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium (k) results for one sample while running on the alinity c processing module. The following data was provided (normal range for potassium: 3.6 to 5.1 mmol/l): sid (B)(6): initial k result = 7.3 mmol/l; repeat result (on another analyzer at the facility) = 4.1 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and observed clogged wash cups. The fsr resolved the issue by flushing the wash cups. No additional discrepant result issues have been reported since the service activity was completed. The wash cup, mixer r1 and wash cup, sample were determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any related trends for the wash cup, mixer r1, wash cup, sample, or the alinity I processing module. The review of the device history record did not identify any non-conformances or deviations for the parts and instrument associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.